Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the situation, the customer changed their infusion set and cartridge and resumed insulin. Reportedly, the customer sometimes uses pump supplies longer than 72 hours with mobi pump and does not follow the proper load procedure, tandem technical support provided education on proper pump usage.